Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The infusion set was disconnected from the cartridge connection and insulin was not observed to be dripping out of the cartridge tubing. A cartridge change was performed and the same issue reoccurred. The customer changed the infusion set to resolve the issue. Customer's blood glucose was 98 mg/dl.